Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. One osseotite® tapered implant 3.25 x 11.5mm (nt3211) and implant mount 3.4mm(d) x 15mm(l) (mmc15) were returned for investigation. Visual evaluation of the as returned products identified signs of wear due to usage. Additionally, the head of the mount screw was stripped/damaged. However, no fracture was identified with the mount. Functional testing was performed to disengage the devices. They could not disengage and were determined to be stuck together. No pre-existing conditions were noted on the per. The devices were intended for tooth # 42 (fdi). Device history record (DHR) was not reviewed for the mount since the lot number was unknown. Complaint history was not reviewed for the mount. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur - unreported malfunctions have been identified (devices were stuck together and the mount screw head was stripped). However, the reported event (mount/screw fracture) has been unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D2: device product code. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. First/given name: unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that new mount fractured when placing the implant.